Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive. No unexpected low reservoir alarm anomalies noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unspecified alarm occurred. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump did not alarm when it was completely out of insulin. Customer stated that the insulin pump would alarm low reservoir but the icon was reflecting that the reservoir was full. Customer isn't sure what alarm occurred. Customer also stated that the down arrow key is not letting her scroll down to look through alarm. Customer declined troubleshooting for possible motor error and button issue. The insulin pump will be returned for analysis.